Event description:
It was reported approximately three years, one month following the implant of a 34mm transcatheter valve in a previously implanted 34mm transcatheter valve, a transthoracic echocardiogram (tte) was performed and revealed valvular degeneration characterized as aortic insufficiency of unknown severity and aortic stenosis with no symptoms. Subsequently, it was planned for the patient to undergo surgery to explant both 34mm transcatheter valves and implant a surgical aortic valve. Additional information was received that the patient presented to the hospital with with acute on chronic congestive heart failure by recent echocardiogram. Volume overload and hypoxia were observed secondary to valve disease. Elevated troponins were identified which were consistent with a non-st elevation myocardial infarction (nstemi). Upon review of a computed tomography angiogram (cta), trace pericardial effusion was observed. Additional information was received to report approximately three years, one month, one week following the valve implant, a tte was performed and showed severe aortic valve stenosis with a valve area of 0.46cm squared. Approximately a week and a half later, the patient presented to the emergency department (ed) via emergency medical services with a chief complaint of shortness of breath (sob). The patient required a non-invasive breathing assistive device (bilevel positive airway pressure) and was admitted and treated withdiuretic medication. Cta of the chest was performed which demonstrated small bilateral pleural effusions and diffuse bilateral patchy and interstitial airspace disease; however, acute aortic syndrome and pulmonary embolism were ruled out. It was noted the findings may be secondary to multifocal infectious process and/or pulmonary edema. The echocardiogram performed on this date showed a preserved left ventricle ejection fraction with severe aortic valve stenosis and abnormal left ventricular diastolic function. However, the sob became unbearable with minimal exertion - the patient presented to the ed four days later. The patient was noted to be in significant respiratory distress with increasing sob, hypoxia, and associated tightness in the chest which becomes relieved at rest. High flow supplemental oxygen support was administered. The patient stated the increased sob was first noticed "a few months" ago, and noted some lower extremity swelling prior to admission, but the patient delayed seeking medical attention due to a house move. On admission, the patient was examined and 1+ pitting edema, crackles, and warm extremities were noted in the setting of volume overload; a diuretic medication was administered. Although the patient had a positive history of hypertension, while admitted, the patient was hypotensive with blood pressures of 103/55mm hg, 100/50mm hg, and 103/60mm hg; blood pressures were monitored. The patient was evaluated with cta of the transcatheter aortic valve (tav) to obtain anatomy, sizing, vasculature, and overall candidacy for a tav replacement valve-in-valve. It was noted the patient would require a cardiac catheterization procedure to be performed to rule out concomitant coronary artery disease; however, due to unrelated anemia and hematuria, this was postponed. Additionally, the patient needed to be evaluated by urology to determine if tav replacement was necessary given the patient's possible life expectancy due to unrelated bladder cancer with persistent hematuria.

Manufacturer narrative:
Supplemental 001 was erroneously submitted without the following details: corrected data: a5a. Ethnicity a5b. Patient race b5. A third paragraph b6.laboratory data b7. Relevant history e. Initial reporter first, last name h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b2, b5 (fourth paragraph), d6b, and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately three years, one month following the implant of a 34mm transcatheter valve in a previously implanted 34mm transcatheter valve, a transthoracic echocardiogram (tte) was performed and revealed valvular degeneration characterized as aortic insufficiency of unknown severity and aortic stenosis with no symptoms. Subsequently, it was planned for the patient to undergo surgery to explant both 34mm transcatheter valves and implant a surgical aortic valve. Additional information was received that the patient presented to the hospital with with acute on chronic congestive heart failure by recent echocardiogram. Volume overload and hypoxia were observed secondary to valve disease. Elevated troponins were identified which were consistent with a non-st elevation myocardial infarction (nstemi). Upon review of a computed tomography angiogram (cta), trace pericardial effusion was observed. Additional information was received to report approximately three years, one month, one week following the valve implant, a tte was performed and showed severe aortic valve stenosis with a valve area of 0.46cm squared. Approximately a week and a half later, the patient presented to the emergency department (ed) via emergency medical services with a chief complaint of shortness of breath (sob). The patient required a non-invasive breathing assistive device (bilevel positive airway pressure) and was admitted and treated withdiuretic medication. Cta of the chest was performed which demonstrated small bilateral pleural effusions and diffuse bilateral patchy and interstitial airspace disease; however, acute aortic syndrome and pulmonary embolism were ruled out. It was noted the findings may be secondary to multifocal infectious process and/or pulmonary edema. The echocardiogram performed on this date showed a preserved left ventricle ejection fraction with severe aortic valve stenosis and abnormal left ventricular diastolic function. However, the sob became unbearable with minimal exertion - the patient presented to the ed four days later. The patient was noted to be in significant respiratory distress with increasing sob, hypoxia, and associated tightness in the chest which becomes relieved at rest. High flow supplemental oxygen support was administered. The patient stated the increased sob was first noticed "a few months" ago, and noted some lower extremity swelling prior to admission, but the patient delayed seeking medical attention due to a house move. On admission, the patient was examined and 1+ pitting edema, crackles, and warm extremities were noted in the setting of volume overload; a diuretic medication was administered. Although the patient had a positive history of hypertension, while admitted, the patient was hypotensive with blood pressures of 103/55mm hg, 100/50mm hg, and 103/60mm hg; blood pressures were monitored. The patient was evaluated with cta of the transcatheter aortic valve (tav) to obtain anatomy, sizing, vasculature, and overall candidacy for a tav replacement valve-in-valve. It was noted the patient would require a cardiac catheterization procedure to be performed to rule out concomitant coronary artery disease; however, due to unrelated anemia and hematuria, this was postponed. Additionally, the patient needed to be evaluated by urology to determine if tav replacement was necessary given the patient's possible life expectancy due to unrelated bladder cancer with persistent hematuria. Additional information was received indicating that the patient underwent surgery in which both evolut pro+ valves were explanted and replaced with a non-medtronic surgical valve (25 mm inspirus). The surgery was performed approximately three months after the valvular degeneration (aortic insufficiency and stenosis) was identified.

Manufacturer narrative:
Updated data: b2. B5. B7. H6. Corrected data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient presented to the hospital with acute on chronic congestive heart failure by recent echocardiogram. Volume overload and hypoxia were observed secondary to valve disease. Elevated troponins were identified which were consistent with a non-st elevation myocardial infarction (nstemi). Upon review of a computed tomography (CT) angiogram, trace pericardial effusion was observed.

Manufacturer narrative:
Continuation of d10:  product ID evproplus-34us (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2022; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 years and 1 month following the implant of a 34 millimeter (mm) transcatheter valve in a previously implanted 34 mm transcatheter valve, an echocardiogram was performed that revealed valvular degeneration. A transthoracic echocardiogram (tte) was performed that revealed aortic insufficiency of unknown severity and aortic stenosis with no symptoms. Subsequently, it was planned for the patient to undergo surgery to explant both the 34 mm transcatheter valve and implant a surgical aortic valve.